Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous proximal left circumflex (lcx) to distal lcx artery. Pre-dilatation was performed with a 2.5mm x 15mm emerge balloon catheter. Subsequently, a 20x2.25mm promus premier¿ stent was advanced to treat the lesion, however, the device failed to cross the lesion. Several attempts were made by the physician but was still unsuccessful. The device was then removed from the patient and upon inspection it was noted that the proximal edge of the stent was lifted. The procedure was completed with a 2.25x16mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).